Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. Complaint history review and manufacturing batch review (mbr) could not be done because there was no lot code provided by the customer. No root cause can be determined at this time. Additional information was requested on 01/27/2012 and 02/09/2012 by phone and email. A completed questionnaire has not be received. (B)(4).

Event description:
A consumer reported that following use of this product, it caused his eyes to burn and he "could barely see at all". He reported the solution was discolored and "not as liquified" as it should have been, but used it anyway. He reported he had to go to the hospital where his eyes were tested and he was given a prescription for "special" eye drops. The consumer reported he couldn't sleep because of the pain and lost two days of work. The burning sensation resolved after a few days. Additional information has been requested.